Manufacturer narrative:
Device codes: labeled yes. Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the tip of the curette broke off in the disc space of the patient. Surgeon was not able to retrieve it. The tip was left in the disc space. No other patient complications were reported.